Event description:
It was reported that impedance "spikes" were noted on the left ventricular (lv) lead. The lv lead measured >3000 ohms with no capture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.